Event description:
Procedure: tram flap breast. According to the reporter: in "donor-site morbidity after pedicled tram-flap breast recontruction: a comparison of two different types of mesh" from annals of plastic surgery, volume 00, number 00, month 2013, 40 patients undergoing a tram-flap breast reconstruction were evaluated. Twenty of these patients had progrip implanted. Of these twenty patients, 11 developed bulges. This is for one of the patients who had a small bulge and has not had it corrected as of the publishing of this article.

Manufacturer narrative:
(B)(4).